Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, external devices could no longer communicate with their ipg due to it being inoperable. A company representative was unable to successfully troubleshoot the issue. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.